Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Troubleshooting was performed with tandem technical support and found the issue to be within the cartridge. The customer's blood glucose reached 150 mg/dl. Reportedly, the customer changed supplies and resumed insulin therapy.